Manufacturer narrative:
A specific cause for the low flow alarms could not be conclusively determined. An echocardiogram reportedly showed a malpositioning of the inflow cannula related to cardiac remodeling. The inflow cannula and pump were repositioned by the surgeon and the estimated pump flow values reportedly improved. The patient remains ongoing on lvad support and no further issues have been reported. No product was available for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017, approximately 1 year and 1 month post-implant, low flow alarms occurred and the patient was admitted to the hospital. An echocardiogram showed a malpositioning of the inflow cannula related to cardiac remodeling. The aortic valve was opening with each cardiac cycle. The patient was reported to be symptomatic; however, the symptoms were not specified. On (B)(6) 2017 and the surgeon re-positioned the pump and inflow cannula . Post-operative, flow through the pump improved to 4 lpm and a ramp echocardiogram was negative / normal. No further information was provided.